Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: for the distal end has residual liquid failure, the cause was not established, the remaining findings were traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope's light guide lens was crack, the adhesive around the had a chip, and the distal end had residual liquid present. There was no patient involvement.